Event description:
It was reported that the patient had a loss of therapeutic effect. They believed the implantable neurostimulator (ins) was depleted because they spoke to the patient¿s implanting and managing health care provider (hcp) and they said that considering the ins had a high rate and had been in for 4 years, it may be end of service (eos). The patient had symptoms before the ins, was implanted with the ins and had less symptoms, and then recently had more symptomatic episodes. The patient was admitted to the hospital on (B)(6)2015. They wanted someone to come interrogate the ins to confirm its status. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined to be battery failure. The device was interrogated and there was no response, consistent with battery failure. The patient experienced a gradual loss of therapeutic effect and a sudden loss of stimulation. The patient would need battery replacement. The hcp saw the patient 2 days ago and was last seen on (B)(6) 2012. In the interval since the patient was last seen they had been stable for a prolong period of time until approximately last (B)(6) when they had recurrent episodes of nausea and vomiting requiring hospitalizations. This persisted until approximately 2 months ago and the patient had a few hospitalizations. The most recent flare was for 2 days, but the patient was hypertensive and had difficulties with their sugars and did not attribute this particular episode of vomiting to their gastroparesis and they also had a history of type 1 diabetes. The patient had been clinically improved with the gastric electric stimulation. The patient felt the device was helpful to management of their diabetic gastroparesis and the hcp recommended that the battery be replaced. They would schedule a consolation with the implanting hcp. The patient had j-tube placement on (B)(6) 2012 and this tube ultimately came out and the patient had an additional tube placed that ultimately came out in 2014. The patient had night sweats, felt hot, had blindness in the right eye, decreased vision in the left eye, abdominal discomfort when they were symptomatic in the epigastric area, altered bowel movements, constipation, urinary tract infections (utis), vaginal discharge, irregular menses, pain with menses, and numbness. The loss and decrease in vision was a complication of the patient's diabetes. The patient had scars noted as burn injuries from a heating pad for abdominal discomfort.

Event description:
Additional information received reported that reprogramming was not needed. The patient was not recovered, with symptoms or an issue ongoing. The patient would be seeing the surgeon on (B)(6) 2015 with the surgical generator change tentatively scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).